Event description:
It was reported that there was no audio on the dash 3000 pt monitor due to speaker hardware failure. There was no death or serious injury associated with this event, no r was medical intervention required. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.